Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, poor aspiration was experienced during ultrasound. The phaco handpiece and cassette were exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The cassette pak was not returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The customer did not retain the finished goods lot number; the device history record (DHR) and lot number history could not be reviewed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).